Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired autologous platelet concentrate (apc) set was used on a patient. The apc disposable set was labeled with an expiration date of 01/01/2017. The blood was processed and the apc product was administered to the patient on (B)(6) 2017. Patient's full identifier: (B)(6). The customer declined to provide patient weight and outcome. The apc set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record is being filed to provide information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. Root cause: the cause for use of the expired set was that expired product was provided to the customer by the distributor. Human error of not checking inventory contributed to the use of the expired stock.